Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. From visual inspection it is shown the threads of the thumb screw have broken off inside the guide, trapping the 10 mm femoral rod secured in the guide. Other than this, the 10 mm guide functions properly without any defect. This failure can be attributed to the guide's old age and heavy use and no failure is attributed to the femoral rod. A batch review was not conducted as the batch number is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Before the case, scrub technician complained of the rigidfix system screw being weak. Intraoperatively, while malleting the rigidfix system into the femoral tunnel, the screw broke in half. The 10 mm rigidfix guide is stuck in the bone tendon bone rigidfix guide. We were able to complete surgery with no delay.